Event description:
It was reported by a customer on social media that there were inaccurate and missing continuous glucose monitor readings. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.

Manufacturer narrative:
Correction: section d serial number - unknown, h4 - date removed